Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by a nurse that their patient developed an infection at the pod¿s insertion site while wearing the device. The patient was prescribed antibiotics. Even after taking the antibiotics, the site remained swollen and had a lump. No additional information was provided by the nurse as they did not provide the patient's information.